Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin (1g, once in four days, route and duration not reported) and injection amikacin (125mg, once a day, route and duration not reported). Action taken with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. No additional information is available.